Event description:
It was reported during device inspection, failure of the electro pneumatic proportional valve, air-feeding is unstable on the insufflation unit was observed. There was no patient involvement.

Manufacturer narrative:
The service history records for this product have been reviewed. There was no repair history for the actual product within the past 12 months that are related to the reported issue. Based on the results of the investigation, the root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.